Event description:
It was reported that the patient was indwelled with a 22f three-lumen balloon catheter after the operation on february 24. After the operation, they returned to the room and continued to irrigate the bladder, and the flushing fluid was clarified. At 19:10, it was found that the patient's irrigation fluid was not smooth, and the patient's urinary catheter was checked. It was found that the urinary catheter had fallen off and the balloon was ruptured. Then a new urinary catheter was used, and the bladder irrigation continued. As per the description of event cause analysis, the rupture of the urinary catheter balloon might be a product quality problem. Also stated that there was an increased risk of urinary tract infection in patients.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.